Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient had significantly improved since before the procedure. The patient was clinically stable and was discharged to home after 3 days. No further intervention is planned. No additional information was provided. Concomitant products: mitraclip system. Steerable guide catheter. One implanted clip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report possible leaflet damage and increased mitral regurgitation after the clip ((B)(4)) was implanted, requiring an additional clip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was relatively thin. The first clip ((B)(4)) was implanted without issue, and the mr was reduced to 1-2. A second clip delivery system ((B)(4)) was advanced to the left atrium. The cds was retracted into the guide, but the shaft was noted to be bent; therefore, the device was removed and replaced. The third cds ((B)(4)) was advanced to the mitral valve and leaflet grasping was difficult. The positioning was medial so the clip was implanted close to the commissure. After the clip was implanted, the mr increased to 3-4. A fourth cds ((B)(4)) was advanced to the mitral valve and leaflet grasping was difficult; however, the clip was successfully implanted between the first two clips. The mr remained at 3-4. A fifth cds ((B)(4)) was advanced to the mitral valve. Grasping was again difficult. The clip was successfully implanted between the second and third implanted clips. A total of 4 clips were implanted, but the mr remained at 4. It was thought that the increased mr was due to leaflet damage; however, one day post-procedure, echocardiogram showed mr had decreased to 2.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported difficulty grasping appears to be related to patient morphology/pathology and user technique due to the thin posterior leaflet and difficulties with visualization. The reported patient effect of mitral valve injury is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.